Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2011. On (B)(6) 2016 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.